Event description:
It was reported that a merlin.net transmission showed oversensing on the rv channel and atp was delivered as a result. The device charged to deliver therapy but aborted the shock due to return to sinus. Loose set screw was suspected. Lead impedance and capture threshold increased. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.